Manufacturer narrative:
The investigation into the reported issue with the plasmaflow device is ongoing. At this time, the device has not been returned despite a request for its return. A follow-up interview is planned within the next 60 days. Further updates will be provided as more information becomes available.

Event description:
The plasmaflow device (model: pf0001, lot #101301, (B)(6) was reported to have overheated during use, causing a burn mark on the patient's leg in the shape of the battery pack. The patient used the plasmaflow device for 14 days post-surgery before reporting that the device overheated and caused a visible burn injury.